Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading was 258 mg/dl. Prior to the hospitalization, the customer experienced high blood glucose levels and a stomach ache. The customer changed the infusion set, but continued to experience high blood glucose levels. The mother also stated that the most recent reservoir that the customer used leaked insulin at the bottom. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2009-01962 for the reservoir leak.